Event description:
It was reported, the pt did not receive effective stimulation to the left leg at the postoperative programming appointment. An x-ray was taken which showed the lead had moved too far to the right side. It was reported, the lead was placed to right due to the pain pattern primarily on the right side. Additional reprogramming was unable to obtain left sided stimulation. The pt was scheduled for surgical intervention. It was reported, the pt was in pain due to the lack of stimulation to his left side, and the physician advised the pt to go to the emergency room. On (B)(6) 2014 the physician repositioned the lead. It was reported the pt received effective stimulation coverage due to the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.